Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the device alarmed a motor error alarm. Customer's blood glucose was 527 mg/dl. During troubleshooting, device passed the self test. After troubleshooting, customer was advised to change out the entire set and monitor the device. Customer will not be retuning the device for analysis.